Event description:
Call from patient stating last night after she mixed a new cassette, she noticed it was leaking. Patient did not use this cassette. Patient mixed a new cassette. Patient will return the leaking cassette.